Event description:
Rec'd notice of complaint concerning above product from product complaint form filed by facility. Director of nursing reports a leak occurred from this 7th use bloodline. Reports that the leak occurred during a pt treatment and the estimated blood loss was approx 25cc. The line was changed and the treatment was completed without further incident. The pt was reported as stable and did not require any medical intervention. The technical dept reports a hole was found in the pump segment. The line was initially saved for evaluation, but inadventantly discarded. The director of nursing reports that this appears to be an isolated event. A response letter has been sent to the facility.